Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was evaluated by zoll. A review of the event log was performed and no irregularities were found. The power cable was noted to be improperly inserted. The cable was re-inserted. The customer reported complaint could not be reproduced during testing. Thus the reported complaint was not confirmed. The probable root cause for reported user experience can be related to improperly inserted power cable leading to intermittent power failure and black screen (due to software execution issue).

Event description:
It was reported that during set-up to be used on the patient, the display screen on the theremogard console was black. The customer used a second console for cooling. There were no patient consequences reported.